Event description:
It was reported that a motor speed error was experienced.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during testing.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals, presented with a missing battery, chipped top case corners, cracked bottom case by l-bracket and both plunger cases. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. There was excessive dirty grease on the worm coupling tip. Replaced worm coupling and worm gear. The cause of the reported problem was traced to customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.